Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient elected to have ins explanted. No explant date scheduled yet. Unknown cause of why charger screen wouldn't light up.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller stated that patient's ins has been overdischarged for several months and recently, in the last couple weeks, patient was scheduled for an MRI and therefore, needed to access MRI mode. Caller stated that patient reported they've had one overdischarge in the past, possible two but couldn't remember the mdt rep(s) that they worked with. Caller stated patient also recently noticed that when the plug their recharger into the wall, the green light illuminates on the desktop charger but when they unplug it, the screen doesn't light up and is unresponsive. The caller was not with the patient. Tss reviewed MRI mode considerations if this were the third overdischarge and that without an 8840, patient would need completed eligibility form to speak to their eligibility. Caller had already directed patient to call ps about recharger issue.tss did not obtain recharger serial number as caller wasn't with the patient. Caller had no information about the patient's previous overdischarges and they became aware of the current issues today. Additional information was received from the manufacturer representative (rep). It was confirmed with patient that this was 3rd overdischarge and device has reached eos. Unfortunately the MRI center stated they won¿t accept the the eligibility form for an MRI caller stated they were able to bring ins out of overdischarge but then it showed eos. Caller had physician complete eligibility form but facility is unwilling to scan patient due to statement in the guidelines, "unless the implanted system configuration is known and it is determined to be safe to perform an MRI under specific conditions, an MRI scan should not be conducted.". Tss reviewed other information in the guidelines about using the eligibility form and confirming patient's system configuration and sent this information to caller. Tss redirected MRI facility to contact ts and we can review this information with them.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.